Event description:
The facility reported that two caregivers were transferring the resident from the bed to a wheelchair. The sling was hooked on the lift. They raised the lift and rotated it away from the bed. When rotating the lift, the right shoulder clip detached from the lift and the resident slid out of the sling. The resident hit her head on the ground. The caregivers lowered the resident and administered first aid. The resident was taken to the emergency room and received 4 staples to a laceration to the back of the head and sub dermal hematoma.